Event description:
A home patient contacted baxter technical service center for assistance regarding an "incomplete prime" alarm received during the prime cycle in anticipation of her automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to their patient at-home guide for further guidance. Sample was discarded by home patient.